Event description:
The locking mechanism of the trestle luxe plate had a binding issue and the surgeon was not comfortable with continuing to use it. The entire construct was removed and replaced. He did have a hard time removing the screw where the locking mechanism was and thus bent it.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. A review of the device history records found that the implant was properly manufactured and released according to design specifications. No irregularities have been identified. Visual inspection revealed 2 of the 3 locking slides on the trestle luxe plate have been bent/deformed. The top locking slide with the "32" laser mark is substantially bent outward, away from the plate on one side. The dove tail is peeled back slightly from the face and the middle locking slide is slightly bent away as well. The dove tail is also peeled away in this location on both sides of the slide and is stuck off-center. The third locking slide remains completely functional and does not appear to contain any type of irregularities. The investigation found that when the initial screw is inserted into the plate past the blocking slide, but not fully seated against the anterior wall of the cervical spine, it can bend the locking slide outward when all the other screws are tightened. When the other screws are completely seated, the initial screw that was left proud applies pressure against the locking slide causing the deformity.